Event description:
Device issue: none. Adverse event: stenosis requiring bypass surgery. Onset of adverse event: approx three years post procedure. It was reported via a trial that on (B) (6) 2007, the pt underwent stenting of the pre-dilated mid left anterior descending artery (lad) with two xience v stents, the pre-dilated distal right coronary artery (rca) with one xience v stent and the pre-dilated mid rca with one xience v stent. On an unk day in (B) (6) 2010, the pt experienced angina. Diagnostic coronary angiography revealed >=70% and <100% stenosis within the mid lad. This was treated via coronary artery bypass grafting on (B) (6) 2010. There is no additional info available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling. The 3.5 x 18 mm xience v (part 1009554-18, lot 70226ps), indicated is being filed under the same MFR #.